Event description:
Ventilator read "sv open". No tidal volume delivered to patient. Patient removed from the vent and bagged. Biomed assessment: error log had one error 5000, indicating restricted flow throught he patient circuit. This is usually due to excessive moisture build up in the patient circuit, or a pinched patient circuit. The device functioned properly in biomed and met the manufacturer's specifications. The ventilator was returned to service 4 days after event.